Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. On the same day the sensor was inserted, the patient experienced dizziness, lightheadedness, chest pains, confusion and chills. The cgm was displaying low so the patient self-treated with drinking coca cola adn had two tablespoons of honey. When they checked their bg it was 600 mg/dl. It was reported that the patient was in severe hyperglycemia and ketoacidosis; however, there was no information provided about any medical intervention or treatment. Multiple attempts to gather additional information were made, however contact was unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 health effect - clinical code - e2304 chills.